Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery of the right coronary artery (rca). A 2.25x12mm promus element¿ plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. When the device was removed, it was noted that the distal end of the stent was found to be lifted up. The procedure was completed with a promus premier stent. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).   Device evaluated by MFR.: the device was not retuned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).